Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that during implant when the right ventricular lead was being positioned, the lead had a high pacing threshold and a high out of range pacing impedance. The lead was moved twice but still was having high threshold and impedance, so the lead was removed and replaced during the procedure. The patient was in stable condition.